Event description:
The surgeon inserted an icm125v4 12.5mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to excessive vault. Elevated iop was noted. The lens was exchanged for a shorter length and this resolved the problem.

Manufacturer narrative:
(B)(4).